Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was unable to find substantial evidence to support the following reported event of a type 3a endoleak with the medical records / images available for review. Also procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records / images available for review. The patient is currently being monitored and it was reported that the 3a endoleak had resolved itself. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: b2: outcomes attributed to adverse events has been updated; g1,2: contact office- name has been updated ; h6: result code: remove code 3233; h6: conclusion code: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. During the initial procedure and after the bifurcated afx2 and vela extension afx devices were deployed, angiography showed the presence of a significant type iiia endoleak. The physician elected to perform a balloon touch-up, but the endoleak persisted. An additional vela infrarenal afx device was then implanted and ballooned, but the endoleak was still observed. Lastly, the physician implanted a gore (non-endologix) excluder cuff and ballooned, but the endoleak remained. The physician chose to conclude the procedure and will continue to monitor the patient. Additional information received: it was reported that the reported type 3a endoleak has resolved on its own.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. During the initial procedure and after the bifurcated afx2 and vela extension afx devices were deployed, angiography showed the presence of a significant type iiia endoleak. The physician elected to perform a balloon touch-up, but the endoleak persisted. An additional vela infrarenal afx device was then implanted and ballooned, but the endoleak was still observed. Lastly, the physician implanted a gore (non-endologix) excluder cuff and ballooned, but the endoleak remained. The physician chose to conclude the procedure and will continue to monitor the patient.